Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, fluoro functions board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.